Manufacturer narrative:
Analysis of the handpiece found the customer allegation could not be confirmed. The housing of the handpiece was corroded. The housing and multiple internal components were replaced. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece vibrated when the blade was attached. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that during debridement of laryngeal papilloma. The hcp also noted that the vibrating handpiece was not used on the patient. For troubleshooting, the hcp removed and re-attached the blade. There was no delay in the procedure and a back up device was used. There was no patient impact.